Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed, calcified, target lesion was in the moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with a non-bsc balloon catheter. The physician attempted to advance a 2.5x20 mm taxus expres2 drug eluting stent (des) to the target lesion but encountered resistance and was not able to cross the lesion. When the device was removed from the patient, the proximal edge of the stent was removed from the patient, the proximal edge of the stent was "flared". The procedure was completed with another 2.5x20mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
.